Manufacturer narrative:
One (1) companion sample and two (2) actual samples were received for evaluation. Visual inspection was performed to all samples using the naked eye and no defect was observed. All components are correctly placed per specifications. Functional testing, pressure testing and clear passage under water testing (at eight (8) pounds per square inch) was performed on all samples. The two used actual samples failed testing. A solvent occlusion was observed between bushing and tubing. The reported condition was verified in the two (2) actual used samples. The cause of the reported condition is due to an assembly issue during the manufacturing process. The reported condition was not verified in the one (1) unused companion sample. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Two actual devices and one companion sample were received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) paclitaxel sets would not prime. The events occurred during set up while being connected to 0.9% sodium chloride 250ml bags. There was no patient involvement. No additional information is available.